Event description:
While troubleshooting for a low drain volume alarm, the home patient (hp) stated that a glass had fallen on the patient line and cut the line while the patient was connected. This occurred during initial drain. The tsr assisted the patient in ending therapy. The patient planned to complete therapy using manual supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis could not be completed. However, the home patient stated that a glass had fallen on the patient line and cut the line while the patient was connected. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user that using damaged sets can result in contamination of the fluid or fluid pathways. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.